Event description:
A pt's device was explanted because the pt was in need of an MRI. The pulse generator with leads attached, were sent to the manufacturer for an eval of lead wear from the lead/battery connection. It was reported that the pt's device was working reasonably well following numerous adjustments due to stimulation sensation "traveling around." Within the pt's history, the pt had a cerebral spinal fluid (csf) leak during a trial period, in regards to a device/system that was implanted in 2003. The leak had been fixed, and it was noted that there was no further implanted device problems for 3 years. Later she had another csf leak issue which occurred in the pt's neck area. The device was explanted due to the issue occurring at the same site of the initial leak. It was noted that a blood patch was done. The pt was receiving therapeutic effect for pain located at the l5-s1 area and down the right leg. Later in (B)(6) of 2010, the pt experienced issues regarding her heart. The pt stated she had a heart attack, and they were unable to get a clear image while a heart issue/episode was happening due the her device being turned on. The physician was unsuccessful at attempting to turn the device off (due to not having a readily available required device system component) in regards to conducting an electrocardiogram. See also MFR report #: 3004209178201005149 and 3007566237201005150. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.